Manufacturer narrative:
Additional information received: the stem was revised on (B)(6)2020 and replaced with a cemented stem. Intraoperatively, there was a strong dark effusion, the visible soft tissue damage was apparently less than expected. The surgeon attributes the effusion and the indication to change to the modular hip-stem and not to a residual of the metal-metal restoration revised some years ago. The indication to change the prosthesis was given due to the massive effusion formation in native radiology prosthesis components that are properly seated without any indication of loosening. No clear "source" of metallosis could be identified intraoperatively. The prosthesis components were downright and unloosened, there was no indication of impingement of the components. Investigation results: the device was not provided for investigation. Therefore a investigation of the device itself was not possible. The device quality and manufacturing history records (DHR) have been checked for the available lot number and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. Based on the information provided and without a product for investigation, a clear conclusion can not be drawn. A causality between the prosthesis and the reported physical effect can not be evaluated to date. If the prosthesis will be provided in the future, this case will be re-opened and re-evaluated. Investigation results will be provided in a supplemental report. Based on the investigations and results of the 8d report no CAPA is necessary

Manufacturer narrative:
Preliminary investigation results: the device was not received for investigation yet, but will be available in the future. The following points can be mentioned without device investigation. Temporary damages. To date, there is no evidence for a causality between the reported physical discomfort and the prosthesis. Based on the information provided and without a product for investigation, a clear conclusion can not be drawn. A causality between the prosthesis and the reported physical discomfort can not be evaluated. Additional information will be submitted in an supplemental report after device investigation.

Event description:
It was reported that there was an issue with a metha neck hip endoprothesis. According to the complaint description suspicion of metallosis. About 10 years ago, a surface replacement on the right side and implanted a modular metha cocr - current strong effusion formation in the joint with cloudy joint point aseptic - puncture is examined, patient is examined by MRI if possible to assess the current soft tissue damage. During revision surgery it was noticed there was a strong dark effusion, the visible soft tissue damage was apparently less than expected. No clear "source" of metallosis could be identified intraoperatively. The prosthesis components were downright and unloosened, there was no indication of impingement of the components. The investigation of the articular effusion showed a massive increase of cobalt ions. Revision surgery: (B)(6) 2020. A revision surgery was necessary. The adverse event is filed under aag reference (B)(4). Involved components: nc081t - metha short hip stem cap size 1 - 51403090.